Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A service history review will be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred during set up of apd therapy. Nothing unusual was noted during set up or during the previous night¿s therapy during troubleshooting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.